Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a 1ml saline flush was integrated to run over an hour (1ml/hr) from 1152 to 1252. At 1243 the pump alarmed "occlusion/syringe empty", yet the syringe still had over 9ml of fluid in it. Clinician pushed "channel select" on the chamber and then start" on the pcu. The vtbi read .41ml on the pcu. After between 30 and 60 seconds, the vtbi increased itself to .6ml. There was patient involvement however no patient harm. Further information was received which states the customer process dictates that the flush given after an intermittent drug infusion. However, once the flush is programmed and started, they receive an ¿error message¿ that scrolls across the module ticker and says ¿syringe empty/pt side occlusion.¿ when they clear the message and hit restart, after about 20-30sec, the vtbi changes from the initial amount. Upon further follow up with manufacturer representative education was provided to the customer stating "when using the pressure sensing disc, there is what is known as the back off feature. When an occlusion alarm is detected, the motor literally reverses and pulls the plunger back up until the pressure is normalized in the line. This means that the sensor that monitors the volume in the syringe identifies an increase of volume in the syringe and accounts for the volume pulled back. This is why you saw the volume to be infused (vtbi) increase. This is normal functionality with the pressure sensing disc." It was also noted the customer is using a 10ml prefilled saline flush which is not an approved syringe for the syringe pump.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a 1ml saline flush was integrated to run over an hour (1ml/hr) from 1152 to 1252. At 1243 the pump alarmed "occlusion/syringe empty", yet the syringe still had over 9ml of fluid in it. Clinician pushed "channel select" on the chamber and then start" on the pcu. The vtbi read .41ml on the pcu. After between 30 and 60 seconds, the vtbi increased itself to .6ml. There was patient involvement however no patient harm. Further information was received which states the customer process dictates that the flush given after an intermittent drug infusion. However, once the flush is programmed and started, they receive an ¿error message¿ that scrolls across the module ticker and says ¿syringe empty/pt side occlusion.¿ when they clear the message and hit restart, after about 20-30sec, the vtbi changes from the initial amount. Upon further follow up with manufacturer representative education was provided to the customer stating "when using the pressure sensing disc, there is what is known as the back off feature. When an occlusion alarm is detected, the motor literally reverses and pulls the plunger back up until the pressure is normalized in the line. This means that the sensor that monitors the volume in the syringe identifies an increase of volume in the syringe and accounts for the volume pulled back. This is why you saw the volume to be infused (vtbi) increase. This is normal functionality with the pressure sensing disc." It was also noted the customer is using a 10ml prefilled saline flush which is not an approved syringe for the syringe pump.